Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a previous surgery which consisted of posterior decompression and fusion with pseudarthrosis. The patient continued to have back pain and radicular symptoms. Pre-operatively the patient was diagnosed with spinal stenosis l3-l4, l4-l5, status post previous decompression and fusion l4-l5 with pseudarthrosis l4-l5. The following procedures were performed- exploration of fusion l4-l5, posterolateral fusion l3-l4 and l4-l5, segmental instrumentation using titanium legacy rods from l3-l4 and l4-l5, and autogenous local bone grafting augmented with infuse and osteofil. It was reported that the doctor packed autogenous bone, infuse, and osteofil at the gutter spanning the trasverse process of l3, l4, and l5 bilaterally. They also packed a lot of bone underneath the rod and autogenous bone and infuse at the facet joints of l3-l4 and l4-l5 bilaterally. It was reported that the patient's post-operative period wasmarked by- the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Event description:
It was reported that on: (B)(6) 2007: patient was presented with pre-op diagnosis: spinal stenosis l3-l4, l4-l5, status post previous decompression and fusion l4-l5 with pseudarthrosis l4-l5. Procedures: exploration of fusion l4-l5; posterolateral fusion l3-l4 and l4-l5; segmental instrumentation using titanium 5.5 millimeter rods from l3-l4, l4-l5. (4) autogenous local bone grafting augmented with rhbmp-2/acs and allograft. Per-op notes: "..at this juncture the area was then thoroughly irrigated and debrided, and we packed autogenous bone, rhbmp-2/acs and allograft at the gutter spanning the transverse processes of l3, l4 and ls bilaterally. We also packed a lot of bone underneath the rod and also packed autogenous bone and rhbmp-2/acs at the facet joints at l3-l4 and l4-l5 bilaterally. We inspected the spinal canal for any bony debris and found it to be clean, so the area was then covered with a thin layer of gelfoam. There were no complications noted.."